Event description:
Acquaintance of pt reported that the femoral component fractured, causing polyethylene wear of medial condyle of tibial insert. A reaction of the polyethylene debris caused part of the pt's femoral condyle to be destroyed.

Manufacturer narrative:
Jjpi has made several attempts to obtain the device for eval from the pt. However, jjpi has not been successful and does not believe the device will be returned. The lot number is unk, therefore a batch record review cannot performed. At this time, jjpi considers this file closed.